Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to patient anatomy (thin leaflets). The reported tr appears to be related to the reported slda. Additionally, the reported patient effect of tricuspid regurgitation (tr) is listed in the triclip system instructions for use and is known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 mixed tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. Four triclips were implanted and the tr was reduced to grade 1. On (B)(6) 2024, the third clip was observed to be detached from the septal leaflet and attached to the posterior leaflet. The tr increased to grade 2 from the new baseline. The patient is stable.